Event description:
Medtronic received information that during the implant of this 30mm mitral annuloplasty band, it was explanted and replaced with a 28mm band of the same model. The reason for the replacement was reported as incorrect size. It was reported that the 30mm band was not small enough to obtain sufficient coaptation of the leaflets to complete repair. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.